Event description:
It was reported that the patient's device encountered a power on reset. The device was able to reset, and the lead integrity alert software was reinstalled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that power on reset parameters (por) occurred. Critical ram parity error por was recorded on (B)(6) 2011 at address 1a da. Por severity: low. The device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with reported event.